Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received 6 shocks and 6 failed shocks and subsequently died. The shocks were considered not appropriate because the patient died. The patient was a participant in the product surveillance registry (psr) cardiac and vascular group(cvg). The primary cause of death was listed as congestive heart failure.